Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no contact info was included, therefore no follow-up can be made. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Pt stated that: inguinal hernia operation in 06. Following operation with composix hernia patch bard mesh and perfix plug recovery room problem. Pain increasingly severe. Six weeks later, constant shooting pain into groin and leg and in the incision. Dr. Said, it would take time. It has been 20 months and no relief. Dr. Said, it was the nerves that didn't heal right. Lot 43dpd097 on the perfix plug according to the hosp. Following are many drs and injections and prescriptions. At this time, I am in constant pain unable to live the same life I did before. Simple walking is a problem. It has come to my attention that the plug may move or shrink causing the nerve damage. I have asked the following drs if they would correct the surgery. None would because the consequences could be debilitating. Dates of use: 2005-2007.